Event description:
During review of the patient's programming history on (B)(6) 2012 it was discovered that four generator diagnostics tests were performed on (B)(6) 2008 which changed the patient's settings unintentionally. The patient appears to have left the clinical visit at these settings and came back later that same day and was re-programmed.